Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant a 30mm amplatzer septal occluder (aso), after confirmation of good position, the device appeared stable and was released. The patient reported chest pain while on telemetry and slow ventricular tachycardia was noted. The patient was returned to the cath lab where the aso was found to have embolized. The aso was percutaneously snared from the right atrium. The embolization is reported due to the patient anatomy.